Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). Multiple programming options were attempted but none were able to completely terminate the twos. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.